Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was under infusing ampicillin/sulbactam 1.5g in ns mini-plus 100ml for ivpb during therapy. The nurse stated that when the infusion was complete, approximately 100ml of fluid remained in the container. It is unknown what the volume to be infused or infusion rate was programmed to. It was also reported there was no patient injury and no medical intervention. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.